Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient's ipg does not work and could not get any stimulation. X-ray was taken and revealed that the lead has migrated and appeared to have been fractured. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a procedure wherein the ipg was replaced however there was no device malfunction suspected. The single lead was left implanted due to physician¿s choice. The patient was doing well post operatively. It is indicated that the lead will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg does not work and could not get any stimulation. X-ray was taken and revealed that the lead has migrated and appeared to have been fractured. The patient will undergo a revision procedure.